Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device by visually inspecting the external features. It was observed that the tip of the cutter device was broken. The device was examined and photographed using 25 x magnification. It was determined that the device broke due to an excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the head of the cutter device broke. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During a subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during a right tympanoplasty and mastoidectomy surgical procedure. It was reported that a piece of the device fell into the patient and was removed by the surgeon using a sterile instrument. There was an approximately a ten minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. The reporter stated that the event occurred on (B)(6) 2016. The complaint was further reviewed based upon the additional information provided by the reporter. It was reported that a piece of the device fell into the patient and was removed by the surgeon using a sterile instrument. Therefore, the reported event has been updated from a device malfunction to a serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.